Manufacturer narrative:
H3: product analysis: part # kpt1002; lot # 221640601 visual and functional inspection confirmed the syringe has some dried media in the tube of the syringe. Presence of dried contrast media in the tube of the syringe indicates that the syringe has been used at least one time. Functional inspection confirmed the display would still power on. Unable to determine root cause of leak due to the dried cement in the line and tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with a pre-operative diagnosis of primary osteoporosis utilizing a device for bkp surgical technique. Fracture type : intravertebral cleft it was reported that the contrast media leaked at the connector connection between the ibt inflation port and the inflation syringe.  There was no leakage during setting, but the contrast media leaked from the connection when the balloon was inflated. The operation itself had been completed without any problems. There were no patient symptoms or complications as a result of this event. No further complications were reported regarding the event. Update : inflation of the ibt on one side stopped during inflation, and when checked, it was confirmed that the contrast media was leaking from the connection between the ibt and the inflation syringe. It was possible to inflate only halfway, at that point the inflation was stopped and cement was injected. At that time, the measure of inflation and pressure were unconfirmed, but the defective product seemed to be inflated only to the extent of 30-40% of the volume of the ibt on the side where inflation was possible, the sales rep commented. Regarding the state of the leak, it seemed that contrast media was leaking slowly, not vigorously. The product came in contact with the patient.